Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was seen in the clinic for elevated flows and power, and multiple pi events. The patient's flows normally run around 5, but were found to be as high as 12. The elevated flows were associated with elevated powers as high as 12.6 watts. The patient stated that he did not experience dark urine, a headache, or any associated symptoms. The patient was admitted into the hospital for observation and troubleshooting. Additional information was received from the vad coordinator three days later that the patient's ldh and ramp echo study were found to be normal. The patient's pump power returned to the baseline and the patient was discharged to home.

Manufacturer narrative:
The report of intermittent elevations in pump power and flow was confirmed based on the manufacturer¿s analysis of the patient¿s historical log file data submitted at the time of the event; however, the root cause for the alarms to occur could not conclusively be determined. The information available to the manufacturer indicates that pump power returned to baseline and the patient was discharged home and remains ongoing on lvad support. Although no conclusion could be drawn as to the root cause of the reported event, the device¿s approved labeling outlines all pump parameters including pump power, flow, and pulsatility index and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Pump power is a direct measurement of motor voltage and current, and changes in pump speed, flow, or physiological demand can affect pump power. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.